Event description:
It was reported that (2) devices were used during a skin procedure. It was reported by the affiliate that the pmw35 staples are not advancing. Another device was used to complete the case. There was no consequence to the pt.